Event description:
This case was initially received via (B)(6) ((B)(4)) on 05-jan-2018. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 6 months 14 days after insertion of essure, the patient experienced tinnitus ("tinnitus"), asthenia ("asthenia"), arthralgia ("arthralgia") and memory impairment ("mnestic disturbances"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, tinnitus, asthenia, arthralgia and memory impairment outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, medical device removal, memory impairment and tinnitus with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-jan-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 731 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-jan-2018. The most recent information was received on 02-oct-2020. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ('allergy to nickel') in a 56-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On (B)(6)2009, the patient experienced tinnitus ("tinnitus"), asthenia ("asthenia"), arthralgia ("arthralgia") and memory impairment ("mnestic disturbances"), 6 months 14 days after insertion of essure. On (B)(6)2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total non-conservative hysterectomy was performed via laparoscopy). Essure was removed on (B)(6)2017. At the time of the report, the allergy to metals, tinnitus, asthenia, arthralgia and memory impairment had resolved. The reporter considered allergy to metals, arthralgia, asthenia, memory impairment and tinnitus to be related to essure. The reporter commented: physician reported that he considered that essure caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2020: this case will be deleted from bayer pv database. Nullification reason: it was identified by reporter as duplicate of case (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 05-jan-2018. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("allergy to nickel") in a 56-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 6 months 14 days after insertion of essure, the patient experienced tinnitus ("tinnitus"), asthenia ("asthenia"), arthralgia ("arthralgia") and memory impairment ("mnestic disturbances"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total non-conservative hysterectomy was performed via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, tinnitus, asthenia, arthralgia and memory impairment had resolved. The reporter considered allergy to metals, arthralgia, asthenia, memory impairment and tinnitus to be related to essure. The reporter commented: physician reported that he considered that essure caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 08-mar-2018 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 385 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-mar-2018: device removal questionnaire received: total non-conservative hysterectomy was performed via laparoscopy. Removal of essure was performed due to medical reasons: allergy to nickel. Lot number was not available. No further information is expected. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.